Event description:
On (B)(6) 2014 the ulthera practice manager reported the practice performed an off label treatment of the arm resulting in the patients fingers hurting. The physician confirmed on (B)(6) 2014 that the patient still reports shooting pain in her finger tips, still has problems with normal daily function according to patient. The patient is seeing a neurologist and was told has now developed carpel tunnel on both hands from the treatment. The physician provided the patient with lymphatic drainage for 4 treatments and therapist states patient better, patient still complains of significant intermittent shooting pain in hands. Multiple attempts made to follow with no response from physician.